Event description:
It was reported that a patient underwent a cardiac ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the patient experienced cardiac tamponade that required pericardiocentesis. During rpv (right pulmonary vein) ablation, the patient¿s blood pressure decreased, and cardiac tamponade was confirmed. Drainage was performed and the patient's condition stabilized. Patient fully recovered. The physician's opinion is that he/she felt discomfort during brockenbrough and that small cardiac perforation may have occurred. The physician believes that ablation and mapping are not related with this issue. Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed prior to noting the cardiac tamponade. No steam pop was confirmed. No error messages observed on biosense webster equipment during the procedure. Act (activated clotting time) was maintained at 300sec during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000378 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).